Manufacturer narrative:
Section a4 and a5: unknown/ not provided device evaluation: an application support manger visited site to verify alignment and received same error messages while docking artificial eye system was shut down and restarted and was able to do verification alignment but did not pass due to overlay not matching treatment. Field service engineer was dispatched and checked the system using the full system checklist and could not find any issue that would cause reported problem. Better centered video overlay and adjusted the brake weight. Along with clinical performed multiple mock treatments and davs with new loi/cl and also the loi/cli that was used during reported treatment and there were no issues with any treatment or dav. Section h6 health effect - clinical code - incorrect location or depth of laser capsulotomy a review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surface fits and incisions were verified and in the correct place per technician prior to the laser being fired. After the laser fired the capsulotomy was shifted and surgeon stopped laser, case was aborted with only capsulotomy and partial fragmentation done. Alignment could not be done due error 07-093, error 07-072, and error 07-100. Through follow up surgeon reported that the treated image you have seen was consistent with intraop findings. There was a semi-circle full thickness rhexis at the nasal edge of the pupil which did not seem to extend. The nasal lens was partially fragmented under the iris. The posterior capsule was intact. Surgeon started a new rhexis manually and extended it to capture the treated area nasally to prevent peripheral extension. It was difficult to appreciate disruption of the laser treated iris with dilation during the surgery. The toric multi-focal iol centered well and was left properly aligned, but the extended rhexis is outside the lens edge nasally. Patient was seen on (B)(6) 2024 and presented with some corneal edema and an abrasion. Surgeon could see the iris appeared okay and the lens was in the right position as well. Vision was blurred but that could be from the edema. No additional information was provided.

Manufacturer narrative:
Correction: section h4: in initial report, the manufacturer date provided was inadvertently reported as apr 21, 2014, however the correct date is feb 17, 2014. Additional information: manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.